Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis manifested by cloudy effluent. The cause of peritonitis was reported as due to an exit site infection. The same day as the event onset, the patient was hospitalized and treated with cefotiam hydrochloride (1gm, per day, intravenous, discontinued after 9 days) and tobramycin (60mg, per day, intraperitoneal, discontinued after 9 days) for peritonitis. At the time of this report, the patient was discharged and recovered from peritonitis nine days after the event onset. Pd therapy was ongoing. Based on additional information received, the pd disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unspecified date, the patient was hospitalized for peritonitis. It was not reported if the patient was treated for peritonitis. At the time of this report, the patient had been discharged from the hospital; however, the patient outcome was not reported. The action taken with pd therapy were not reported. No additional information is available.